Manufacturer narrative:
The cycler was returned for evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. Powered up cycler, the screen was blank. Determined the inverter board was faulty. Coil is burnt on the board. There were no other discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported when he turned on the cycler the screen remained blank. The side buttons were lit as normal. The cycler was replaced. During follow up the patient reported no adverse event related to the event. During evaluation a coil on the inverter board of the display was found to be burned.